Event description:
It was reported that a patient underwent a femoral head replacement procedure on (B)(6) 2012 and a drain was inserted. On (B)(6) 2012, it was noted that the drain was broken. The patient was taken back to surgery to have the drain removed. The patient was treated with antibiotics. The surgeon opines that the drain may have been sutured when closing the incision.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1115897, mfg date: 12/01/2011, exp date: 12/31/2016; batch j1118311, mfg date: 12/01/2011, exp date: 11/30/2016; batch j1119267, mfg date: 12/01/2011, exp date: 12/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1115897, batch j1118311, batch j1119267.